Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported questionable results for one patient for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The physician had requested an investigation into the possible effect of dosed drugs. Of the data provided, erroneous ft4 and ft3 results were identified between the customer's e602 analyzer, a siemens centaur analyzer, a mod-pe analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if both of the assays at the customer site were done using samples from the same blood draw. The control values were okay at both the customer site and during the investigation. This medwatch will cover for ft3. There was no adverse event. The customer's e 602 analyzer and siemens centaur analyzer serial numbers are unknown. The serial number of the mod-pe at the investigation site is (B)(4). The serial number of the e411 at the investigation site is (B)(4). The ft3 reagent lot number for the e411 at the investigation site was 124419 with an expiration of 12/01/2016. A specific root cause could not be determined. The results on the e 602 were above the normal reference range for the assay. Those results generated on the siemens centaur and at the investigation unit were within the normal reference range of the assay. The investigation determined the cause may have been an interference in the sample that would only show up and act differently depending upon the type of analyzer being used. No further investigation can take place as there is not sufficient sample volume.